Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The subassembly device history record for the mbl string subassembly lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The device goes through different inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Therefore, it is unknown how or at what point the trigger cord became loose between the first and second band. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The doctor stated that "the strings were not taut between the first band and second band." They had to fire off [deploy] the first band to be able to start the banding [difficult to deploy bands]. The user stated that the device came out of the package like that.